Event description:
It was reported that the 3.5 x 12 mm nc trek dilatation catheter was advanced into the patient anatomy to perform post dilatation. The device was advanced without difficulty to the target lesion in the moderately calcified circumflex artery. An indeflator was used in an attempt to inflate the dilatation catheter balloon; however, the balloon would not inflate. The device was then removed from the anatomy without difficulty. A new same size nc trek was then advanced and the same indeflator was used to inflate the balloon. Post dilatation was completed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.